Event description:
On (B)(6) 2022, it was reported by a distributor via email that an ar-4501 meniscal cinch ii did not deploy the implants. Surgeon used a fiberstitch to complete the case without further issues. This was discovered during a meniscal repair on (B)(6) 2022. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. The complaint of an inability to deploy the implants is unable to be confirmed based on the customer-provided photo, as neither of the implants were provided in the photos and both triggers were pulled back. However, it was noted that the distal tip of the depth stop component had broken proximal to the cannula. As the ar-4501 was not returned for physical analysis, the cause remains undetermined.